Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to hypoglycemia. The blood glucose was 23 mg/dl. The wife also stated that the customer had seizures and currently her husband is in stable condition. Troubleshooting was performed. The wife stated that the customer could not hear when the insulin pump alarmed. The insulin type and concentration was correct. The time and date was fine. The insulin showing on the status screen matched to the amount of insulin showing in the reservoir. No further info was provided.